Event description:
It was reported that during implantation of the device, the anchor broke. A second device was used, but it was reported that the anchor broke on that device as well. A third device was used successfully. There was no injury to the pt.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.